Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a low drain volume alarm. The report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based upon the information obtained during baxter's investigation, the root cause of the alarm was from air in the patient line; however, the cause of the air is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed closed while clips were being applied to the duct. While opening another applier and planning to insert another 5mm port to insert a new clip applier, the defective applier released on its own. The clips that had been applied had not closed onto tissue and there was a clip jammed in the applier. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
A caregiver (cg) contacted baxter's technical service center regarding a low drain volume alarm which occurred on the home choice machine during the initial drain cycle. The cg stated there was a gap with air in the patient line. The tsr advised the cg to end therapy and start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4).sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.